Event description:
It was reported that the haptic bent while pushing forward the preloaded toric intraocular lens (iol) to the tip. There was no patient involvement. No further information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.